Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported by repair work order that the ground path was compromised due to the power cord being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the ground path was compromised due to the power cord being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.